Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) stopped compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message, followed by the prompt: 'realign patient'" was confirmed based on the review of the archive data but was not confirmed during functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The likely root cause relates to the stiffness of the patient's chest during the use of the platform. Visual inspection of the returned autopulse platform revealed a damaged top cover, front enclosure, and bent battery lock, unrelated to the reported complaint. Based on the photos provided by the zoll service team, one of the handles on the top cover was observed to be cracked. In addition, there was a vertical crack running through one of the screw fittings of the front enclosure. The observed physical damages were appeared to be the characteristics of harsh impact due to user mishandling. The top cover, front enclosure, and battery lock will be replaced to address the issues. A review of the autopulse platform archive was performed and revealed that the platform stopped compressions multiple times due to the user advisory (ua) 17 (max motor on time exceeded during active operation) error message on the customer's reported event date. This error is followed by the prompt "realign patient"; thus, confirming the reported complaint. The ua17 error code is triggered when the motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time. This is normally experienced when the patient's chest is too stiff and hard to compress and/or when the battery's charge status is low. As included in the operator's manual, recommended actions to take for ua17 are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The archive shows that the battery was fully charged at time of use in the autopulse platform. The probable root cause for the observed ua17 was due to the stiffness of the patient's chest. Unrelated to the reported complaint, further review of the archive showed user advisories (ua) 02 (compression tracking error) and ua12 (lifeband not present) error messages to have occurred on the reported event date. The error messages were not reproduced during functional testing. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The autopulse platform passed the functional testing without any fault or error. The platform was further tested with a large resuscitation test fixture (lrtf) for approximately 10 minutes with good known test batteries until discharged without any issues, and the customer's reported complaint was not replicated. During further functional testing, the belt switch assembly was evaluated as a possible root cause for the ua12 error, which was observed in the archive data files. However, the belt switch assembly was observed within the specification. Also, load cell characterization test was performed and confirmed both cell modules were functioning within the specification. During further functional testing, it was noted that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in january 2008, and it is over 13 years old, well beyond its expected service life of 5 years. No documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2008. The sticky clutch plate should be deburred to address the issue. Awaiting the customer's approval for repair.

Event description:
During patient use, the autopulse platform (s/n (B)(4)) performed 4 cycles of compressions, and then, the platform stopped compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message, followed by the prompt: "realign patient". The ems crew checked the patient alignment, readjusted the lifeband, and re-started the autopulse. The platform performed a few compressions, and once again, it stopped compressions and displayed the ua17 error. Eventually, the use of the autopulse platform was discontinued, and manual CPR was performed to finish the call. No consequences or impact to the patient.